Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving their site reminder at 12:30 am, but they programmed their site reminder to declare at 12:30 pm. During troubleshooting with tandem technical support it was determined that when the customer changed the pump for daylight savings and forgot to change their am/pm settings. Tandem technical support guided the customer through adjusting their time settings. Customer's blood glucose level was not impacted.